Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the surgeon did not use the burrhole device screws as they were unsafe, thus they used the cranial plating system.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the screws were very difficult to get to bite. Using the screws hurt the hcp¿s hand and there was a high risk of skiving off the bone into the brain as the screw was very difficult to screw in and it was ¿completely unsafe.¿ the hcp removed the screws and was now using a cranial plating system screws with the burr hole device.

Manufacturer narrative:
Section d10 references: product ID b32000, lot# 082m31023, implanted: (B)(6) 2024, explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: 082m31023, ubd: 06-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.